Manufacturer narrative:
The reported malfunction was observed and attributed to a loose system interconnect flex cable. The cable was replaced to correct the reported malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 72" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.